Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that upon power on, their device was locked up and would allow any functions to operate. When this occurred the service indicator was illuminated. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that upon power on, their device was locked up and would allow any functions to operate. When this occurred the service indicator was illuminated. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with technical assistance. However, the customer has not returned the device for evaluation. The cause of the reported issue could not be determined.